Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4244, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and want to the hospital. It was determined that the right ventricular (rv) lead had dislodged and was not capturing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.